Event description:
Vent fail confirmed. No patient injury reported.

Manufacturer narrative:
The dispatched fse confirmed the reported vent fail and has exchanged the control board of the device; the workstation passed all tests afterwards and could be returned to use. No further problems have been reported. A picture from the service logfile from the date of event has been made available for further analysis. Based on the logfile analysis, two entries were seen indicating that an overpressure condition occurred. The codes were logged because the measured airway pressure was more than 10mbar above the pmax limit adjusted by the user for more than 20ms. In this case, the ventilator motor performs a zeroing maneuver for the piston position which is not visible for the user and does not lead to an impact on the ventilation performance in case the overpressure situation recovers within 400ms. As per the corresponding logfile entries the high-pressure situation was still present after 400ms and a malfunction of the airwary pressure (paw) calibration has been identified as the root cause. The airway pressure sensor is part of the control board. It can therefore be confirmed that the board was not functional; the root cause could be traced back to the malfunction of a single electronic component (airway pressure sensor). The consequence was that - among other impairments - the calibration of the pressure sensors was not possible anymore. The device is designed to shut-down automatic ventilation in such case since the protection against potentially hazardous output does not work anymore without airway pressure measurement. The user is alerted to this condition by means of a corresponding alarm; manual ventilation with the built-in breathing bag remains possible. Dräger finally concludes that the device responded as designed to the particular error condition. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.